Event description:
In 2002, a 6f sts angio-seal was deployed on a pt with a pre-existing history of coronary artery disease (previous stent placement because of plaque) and peripheral vascular disease. The pt had been taking prescription lanoxin and norvasc for hypertension and heart problems. A pre-placement angiogram was performed revealing the size of the pt's right femoral artery to be 4mm. No heparin was administered during the procedure. Three hours post-deployment, as the pt was preparing for discharge, symptoms of ischemia developed (calf pain and coldness in right foot). A doppler study revealed decreased flow in right femoral artery. A vessel occlusion was diagnosed and a heparin bolus of 5000 units was administered, followed by a heparin drip at 1000 units per hour. The next day, sheath was introduced into the left femoral artery crossing the iliac artery to assess the right femoral artery. Dye was injected into the right femoral artery, confirming a total vessel occlusion. However, good collateral circulation was noted around the femoral artery site. The next day a surgical procedure was performed, revealing the anchor to be in the correct position at the arteriotomy site. However, a piece of calcified plaque, which had caused the vessel occulsion, was removed. The pt was reported to be recovering.